Event description:
A nurse at the user faclilty reports that a broken haptic was noted on the intraocular lens after insertion. The incision was enlarged to accomodate removal of the lens. Additional information has been requested.